Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced an detachment issue when the infusion set fell and the cannula accidentally detached, causing swelling and significant anxiety with tremors, after which a new cannula and IV tubing were inserted and the patient successfully resumed insulin delivery after replacing the infusion set. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.